Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on lower left front corner. A review of the event history log identified primary audible alarm post. During functional testing using power up the reported issue was unable to be duplicated. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. The speaker was replaced as preventative.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible speaker alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 10-jan-2022 indicating that there was no patient involvement in this event.